Manufacturer narrative:
The manufacturer was previously in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient has alleged to having nasal/throat irritation or soreness. There was no report of patient harm or injury. In this report new information has been added that the patient alleged headache, cough, mucus, congestion. In this report section patient outcome code has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. The patient has alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, asthma, lung disease, reduced cardiopulmonary reserve, chest pressure, sinus pressure, acute bronchitis, copd and other. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having nasal/throat irritation or soreness. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.